Event description:
It was reported that a patient underwent a revision total knee arthroplasty. Subsequently, six (6) years post-implanation, the patient underwent a revision of all tibial components due to infection and loosening of the tibial components. During the revision surgery, a tibial bone fracture was also noted. All tibial components were replaced as well as the femoral bushing, hinge post, and articular surface. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical product: size 5 precoat cemented tibial component: catalog#00588000500, lot#62333890; 15mm diameter 30mm length straight stem extension combined length 75mm: catalog#00598801215, lot#62263408;tibial block and screws precoat size 5 5 mm thickness: catalog#00598800526, lot#61563983; allen medullary cement plugs 1-24 mm diameter flange/12 mm diameter core: catalog#00801102024, lot#62287434; distal femoral component size c right: catalog#00585001302, lot#62269599; articular surface with segmental hinge post size c 17 mm height : catalog#00585003017, lot#62147565; polyethylene insert size c: catalog#00585001395, lot#61961875; fluted stem extension straight precoat 12 mm diameter 130 mm length: catalog#00585205012, lot#62221038; stem collar 35 mm o.d.: catalog#00585204035, lot#61960738; palacos r + g (1x40): catalog#66022663, lot#76294329; qty#2; stryker simplex cement: catalog#6197-1-001, lot#teu019, qty#2. G2: foreign: australia. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-02372; 0002648920-2023-00207; 0001822565-2023-02374; 0001822565-2023-02375. Customer has indicated that the product will not be returned to zimmer biomet for evaluation per hospital policy. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient has been chronically infected and on long term suppression for years. Patient recently suffered a fracture around a loose tibial component possibly contributed to from the chronic infection. Root cause was unable to be determined. Reported event was confirmed by review of medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.